Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) artery with heavy calcification. The graftmaster failed to cross the lesion due to the anatomy. There were no other device issues noted. There was no adverse patient sequela. Another same size graftmaster was used to seal the perforation. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database for the reported lot identified no other incidents. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure, as it is likely the device may have interacted with the heavily calcified, 70% stenosed lesion during advancement, resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.